Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no audio/beep anomaly noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the insulin pump has a really high pitch noise and went to bolus and there is nothing coming out. The customer tried replacing the battery and the tone continued. The insulin pump will return. The customer's blood sugar is 248 mg/dl.